Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that when started the system, it was delayed and after 30 seconds the process was aborted. After which it didn't starts up. It is as if a fuse flew out. During troubleshooting, fse found that fuse no. 11 blown every time after being turned on because of which the system was not turning on. It turned out that the host pc had a defect, which causes the fuse to burn again and again and which was the reason for delay in start up. Fse replaced the host pc and configured it. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. Philips has started an investigation of this complaint.